Event description:
It was reported that there was a cot drop. The cot dropped unto the foot of the paramedic. As a result, he took medical leave, received cooling treatment, and was given pain medication. There was a patient on the device during the cot drop, but no adverse consequences or clinically relevant delay in treatment was reported for the patient.